Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had the device for overactive bladder. They reported that they had gallbladder surgery the day prior to the report. They reported they were put to sleep and their gallbladder was put to sleep too. Patient stated the gallbladder was the last one to wake up and they were home atthe time of the call. They stated they knew that it wasn't working quite right and they were worried that the device was blocking bladder reflexes/sensation. Patient stated that after surgery they didn't want to block anything, they wanted to let everything through. Patient stated it hadn't been a long time since they got surgery, but it seemed to be working, but not as well as it should be. Patient noticed that their gallbladder going to sleep may have been the issue. Patient stated that before they went home, they had urinated, but since being home, they didn't seem to be urinating as much as they should and it was hard to the urinating going. Patient stated they had decreased stimulation the day prior and it had helped with the issue of blocked bladder reflexes. Patient stated they didn't know whether to increase stimulation to help with overactive bladder or decrease stimulation to further help with the device blocking bladder reflexes. Patient inquired if the device could potentially block their bladder reflexes after gallbladder surgery. It was reviewed that this could not be confirmed on the call and the patient was redirected to their healthcare provider to address this question. It was also reviewed that if decreasing stimulation seemed to be helping with their bladder reflexes, they could decrease more or turn stimulation off. Patient stated that their problem was not overactive bladder, but inactive bladder due to the bladder reflexes being blocked. Patient confirmed all of these problems started the day prior to report. Patient was able to sync with their programmer and confirm stimulation was on program 2 at 2.0. Patient decreased stimulation down to 0.0v and turned the stimulation off to see if they noticed improvement with their bladder reflexes. Patient was going to monitor symptoms. Patient was redirected to their healthcare provider to address questions regarding blocked bladder reflexes. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that this past summer, the batteries were starting to go out and they were having a return in urinary symptoms. Their ins battery was checked which was good, and adjustments were made on changing the programs/stimulation intensity because the patient was on a low signal. Patient noted that they were previously at .4v and was moved up to 1.4v. Patient did not know the name of the manufacturer representative (rep). Patient was now starting to realize that the ins was not working as well as it should be. Patient clarified that they noticed a return in symptoms, but it was more so with constipation. They stated that they have the ins for urinary symptoms, so the constipation was not why they had the ins put in, but the healthcare professional (hcp) told them the ins would help with constipation as well. Patient did not provide date of when they first noticed the issue. The patient stated that when they took out the patient programmer, they saw a battery low screen. They indicated that this message was first noticed (B)(6) 2019. It was recommended that patient change the batteries out using alkaline aaa batteries which they did and confirmed that the low battery screen was resolved. During the call, patient sync with the patient programmer showing stim was on. They noted seeing poor communication while on the phone but after resync'ing, poor communication was resolved. Patient then requested to change the program back to the previous program they had, and requested help with changing to program 2 from program 4. They reported they changed to program 2 and would monitor symptoms. No further complications reported.